Event description:
It was stated that in two separate events the cetra 3 level plates had the locking mechanism pop off and therefore the screw backed out. In both situations it was a three level plate with the broken locking mechanism and screw back out on the bottom of the construct.

Manufacturer narrative:
Pending additional information.

Manufacturer narrative:
Pending additional information.

Event description:
It was stated that the cetra 3 level plate had the locking mechanism pop off and therefore the screw backed out. The broken locking mechanism and screw back out was on the bottom of the construct. Device was not explanted so was not returned for investigation. Doctor is monitoring patient. Patient is doing well at this time. Rev.1 note: refer to report # 2183449-2024-00017. On initial report information was duplicated and/or flipped between the reports. Revision 1 adds additional information obtained and clears up any duplication of information.